Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d4 and h6. The legal manufacturer performed an investigation. The legal manufacturer was unable to determine a conclusive root cause. Possible causes include user handling due to the presence of inappropriate material electrical contact point of the video connector or a problem connecting the digital light source cable, or by a problem with the video processor or scope. As stated in the instructions for use, as a preventive measure: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was tested with a test scope and a video processor; the image stabilized and was observed normal with no error code b30 generated. However, a worn slider switch inside the scope socket and corrosion dust on the contact pins inside the scope socket were found. The light intensity output was measured out of range. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications.

Event description:
A user facility reported to olympus that the processor was turned on and it went black and generated a b30 error. The problem, as reported to olympus, occurred during a colonoscopy procedure. The intended procedure was not completed. There was no patient injury associated with the reported problem.